Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 17, 2024.

Event description:
Per the clinic, the patient experienced soft tissue breakdown around the actuator which leads to extrusion of the receiver/stimulator (date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 08, 2024.